Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd890533, gd888115 and gd890418 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was interrupted. On an unreported date, dianeal therapy was restarted. During a call with baxter customer services (bcs), the following was reported. On an unknown date, the patient experienced peritonitis and was hospitalized on (B)(6) 2012. The nurse was unsure of the cause of peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. Treatment was not reported. The patient was still in the hospital. The patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.